Manufacturer narrative:
Tracking #.50846. Ees #.982180/j. D5; h4: information not available, device not returned for evaluation.

Event description:
It was reported that the endoscopic multifeed stapler was used during a hernia repair procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt.